Event description:
The patient's mother reported that the patient was taken to the hospital for elevated blood glucose levels. She said the patient was brought to the ER due to blood glucose levels over 400 mg/dl, large ketones, and vomiting. The mother states the patient had been using the pump normally but had elevated blood glucose since april 15 when she was diagnosed with uti and started on an antibiotic regimen. The patient was discharged with a blood glucose level of 296 mg/dl still with ketones. The patient continued using the pump but was taking bolus injections rather than programming them through the pump. The mother is not alleging that the pump was the reason for the patient's elevated blood glucose levels. She did mention that the date was incorrect on the pump and the pump was an hour fast. She acknowledged having the reprogram the date and time after each battery change. Review of the pump history indicated that the basal and bolus doses added up to their respective total daily doses. Although the reporter states the likely cause of the injury was a patient condition, this complaint is being reported as the patient suffered symptoms indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.